Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for clotting was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that when using multiple bd vacutainer® lh pst¿ ii plus blood collection tubes, the samples were ¿not anticoagulated¿ after centrifugation. There was no report of exposure, injury or medical intervention.